Event description:
Dealer alleges that the unit is not fully inflating and deflating in the cell, in the hip area of consumer, allegedly causing the consumer to sink in the hip area of mattress. No injury is alleged.